Manufacturer narrative:
(B)(4). This field was inadvertently not updated in the previous submission. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1999. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the device service history and device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with the homechoice (hc) device passed away due to an unknown cause. Two days prior to death, the pt was hospitalized to undergo surgery for an issue related to the patient¿s past medical history. During hospitalization, the pt passed away. An autopsy was not performed. Pd therapy was ongoing until the time of death. The pt was not connected to a hc at the time of death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.